Manufacturer narrative:
(B)(4). Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the catheter was inadvertently handled during removal from the dispenser coil, resulting in the shaft kinking. Further manipulation likely contributed to the shaft ultimately separating; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, with the limited information provided and without the product to examine, a conclusive cause for the reported hypotube separation could not be confirmed. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity.

Event description:
It was reported that during device unpackaging the rx trek proximal shaft was found kinked and had separated. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.